Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of cord is pulling away and exposing wiring is confirmed. The probe¿s cable sleeve is pulled out from the strain relief. Root cause is due to an adhesive failure during use of the device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Cord was partially ripped out of probe. Wires are exposed and currently taped up.